Event description:
It was reported via repair work order that the footend left siderail was stuck in the mid position as the latch plate was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.